Manufacturer narrative:
This event is no longer reportable since information was received indicating that there was no device issue and the device was replaced due to normal battery depletion.

Event description:
It was reported that this pacemaker exhibited atrial loss of capture and noise signals. Atrial impedance was found to be below 200ohms. There was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. The device remains in service. High capture thresholds were found out of the safety margin. The device remains in service. No adverse patient effects were reported. At a later date, this pacemaker was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited atrial loss of capture and noise signals. Atrial impedance was found to be below 200ohms. There was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. The device remains in service. High capture thresholds were found out of the safety margin. The device remains in service. No adverse patient effects were reported. At a later date, this pacemaker was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited atrial loss of capture and noise signals. Atrial impedance was found to be below 200ohms. There was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. The device remains in service. High capture thresholds were found out of the safety margin. The device remains in service. No adverse patient effects were reported.